Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: a high-energy treatment device was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the applicable chapters in the instructions for use: 3.2 inspection of the endoscope. 4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.